Event description:
It was reported that the ventilator shut down with a constant audible alarm while connected to a patient. The patient's sats dropped and the patient went unconscious. The patient was taken to the hospital where the patient was stabilized. The patient has been released from the hospital and is home again.